Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt experienced a shocking or jolting sensation at a gas station. It was noted that her "device" was working fine since putting new batteries into her pt programmer. Further info is being requested from the hcp.